Event description:
Pump was reported to overinfuse. A 100ml bottle of integrilin was set to infuse at a rate of 14 ml/hr. The entire bottle infused within 5 minutes. No medical intervention was needed and no pt injury resulted. Attempts were made to obtain add'l info regarding specific pt info but no add'l details are known.